Event description:
Customer's mother reported that the infusion sets have malfunctioned, resulting in a hospitalization due to high blood glucose levels. Customer's mother stated that the customer's blood glucose level began to rise the night before the call due to a bent cannula. Blood glucose level at the time of hospitalization was 522 mg/dl. Customer was experiencing vomiting, nausea, was unable to walk, and was nearly unconscious. Cause of hospitalization was high blood glucose levels and a kidney infection. Blood glucose at the time of the call was 126 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.